Manufacturer narrative:
Ref. ID: (B)(4). The bucky diagnost is intended for use in general radiographic examinations and applications. The collimator is used to adjust the x-ray field to the needed size according the region to be examined. Based on the information available no cause for the reported problem could be identified. The analysis could not be performed by field service personnel, as the customer canceled the on-site service. The initial allegation was therefore not confirmed. Months after this occurrence, a planned maintenance was carried out during which no issues were found.

Event description:
The customer reported that the collimator is loose. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.